Event description:
The customer was hospitalized for dka. It wa reported that the memory was erased and the pump did not alarm. The alarm history was reviewed and there was no alarm. The customer stated that the diabetic nurse also checked and no alarm was found.